Event description:
It was reported to gems that a pt had burns with blisters on pt's right forearm and left knuckle. The pt went to the emergency room the day after a wrist exam. The blister pattern on both extremities were very similar. The users manual warns against rf loop contact points and the heating resulting from these contact points and instructs the operator to use proper padding between such points.